Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when the patient came to clinic for generator change-out, externalized conductors between rv and svc coil were observed upon fluoroscopy which was performed prior to the procedure. There was no electrical anomaly. Lead was capped and replaced on (B)(6) 2016. There were no complications during the procedure and the patient's condition was well.